Manufacturer narrative:
(B)(4) g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 19 years and 8 months post-implantation due to loosening of the femoral stem. During the procedure, the femoral component was revised and the acetabular liner was exchanged as the surgeon wanted to upsize the femoral head. Attempts have been made and no further information has been provided.